Event description:
On 6/8/99, cordis placed in left femoral on critically ill cardiac pt. Found in bed with cordis disconnected from hub by rn. Blood loss approx 300-500cc, CPR, intubation and admin of blood. 6/11/99, pt expired 6/11/99; profound hypotension and bradycardia.